Manufacturer narrative:
During follow-up, the patient said he thought he felt irritation from using the catheter that had some residue on the tubing, but his doctor did not give any cause for the infection.

Event description:
Intermittent catheter patient (user) said the catheters were sticky and gave him a urinary tract infection (uti). During follow-up, the patient said he was prescribed an antibiotic by his doctor, took the full course, has not had any recurrence, and feels fine now.